Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastric biopsy procedure. According to the complainant, during the procedure, the biopsy sample reportedly damaged the mucosa and caused digestive bleeding. The procedure was completed with the complaint device. The extent of the bleeding and type of intervention required to stop the bleeding is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received: the exact event date is unknown, however, it occurred during (B)(6) of 2010. The patient's condition was reported to be stable.

Manufacturer narrative:
(B) (4) - no code available (intervention required to stop bleed). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastric biopsy procedure. According to the complainant, during the procedure, the biopsy sample reportedly damaged the mucosa and caused digestive bleeding. The procedure was completed with the complaint device. The extent of the bleeding and type of intervention required to stop the bleeding is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.